Event description:
It was reported that 2 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. Two weeks after, the physician noticed a rectal fistula had occurred. No further patient injuries or complications were reported. Multiple attempts to gather further information from the physician were unsuccessful.

Manufacturer narrative:
No device has been returned, therefore no direct product analysis will be available. The device history record for this serial # was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.